Manufacturer narrative:
Updated fields: d4, h2, h3, h6, and h11. Additional information: d4. Device evaluation: the harmonic ace instrument was received and failure analysis found the instrument to have the curved blade broken at the tip of the blade. A piece measuring approximately 0.658" x 0.085" in size was found to be broken off. The broken piece was returned. Components adjacent to this broken blade did not show damage.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted myomectomy procedure, a fragment from a harmonic ace instrument fell inside the patient. The event occurred while the surgeon was performing dissection. The fragment was successfully retrieved with a laparoscopic instrument during the same surgical procedure. It was confirmed that all fragments were retrieved by comparing the instrument with a new instrument. No additional surgical procedure was required, and no post-operative tests were conducted to check for remaining fragments. The procedure was completed robotically, using a backup harmonic ace instrument. There were no post-surgical complications reported.

Manufacturer narrative:
The harmonic ace instrument has not been received for failure analysis.